Manufacturer narrative:
Follow-up #1: date of submission 12/27/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/10/2015 with the following findings: a visual inspection of the pump showed a crack in the battery compartment. Rust and corrosion was observed inside the battery compartment. No evidence of moisture was observed behind the display lens. A leak test was performed and a battery compartment leak was found. Leaks were also found near the bottom left corner of the keypad cover and near the top right corner of the display lens. The pump was opened and evidence of moisture was found on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; behind display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).